Manufacturer narrative:
The tech replaced the worn casters and bearings to repair the bed.

Event description:
Info received indicates while performing a function check, the tech found the casters were ratcheting when in brake.